Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not ensure a proper connection from the cassette to the supply bag. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to place the solution bags on a flat, stable surface and that falling bags can result in a disconnection or leak. It also provides step-by-step instructions for connecting the solution bags. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a connection issue between a supply bag and disposable set. It was discovered that the patient had not ensured a proper connection between the supply bag and cassette. The supply bag became disconnected from the cassette and fell onto the floor. The patient stated they would start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.